Manufacturer narrative:
One device was returned for evaluation. The unit was tested and a crack was identified on the luer of the manifold causing a leak. The failure was confirmed. The root cause was determined to be over-tightening of the syringe to manifold junction by the end user. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a cardiac angiography a crack was found in the manifold which allowed air to be injected into the patient. The manifold was replaced when the crack was discovered. No patient harm or injury was reported.